Event description:
It has been reported to philips that the wired footswitch was not working. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the patient was undergoing the planned procedure which could be completed as planned but the customer had to reposition the wired foot pedal to work. A philips remote service engineer (rse) inspected the system remotely with the customer and confirmed the reported problem. The system logfiles were checked and found multiple warning messages which indicates the issue with the wired footswitch which was replaced and returned to philips for further analysis. The failure part analysis confirmed that during visual inspection, one anti-slip was missing from the footswitch assembly, but no physical deformation was found. To resolve the issue, the fse replaced the wired footswitch, and the device was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As the system regained its functionality after a repositioning the wired foot pedal and the procedure was completed using the same system, therefore this complaint has been re-evaluated as not reportable. Please note the gdt has been updated to reflect this information. The codes were updated based on the investigation outcome.